Manufacturer narrative:
The device trigger would catch due to corrosion, but did not cause the device to run-on.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, potentially causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the trigger of the device was sticking, potentially causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.